Event description:
It was reported via repair work order that there was a loss of all motor functions to the bed due to trend sensor wire connector on the sensor board was installed backwards by the customer. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.